Event description:
The customer called philips due to the device delays in delivering shock. There was no report of patient involvement.

Manufacturer narrative:
Philips was not provided with repair data.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.